Event description:
Baxter (B)(4) received a report on (B)(6) 2012 from a customer regarding a automix 3+3 compounder lead transfer set in which plastic particles were detected in different compounded bags. According to the investigation carried out by the customer, the possible origin of the particles could be the transfer set. The process step is during storage. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: an unused sample was received for evaluation. A visual inspection was performed. Particulate matter (pm) was found to be outside the fluid path of the sample. No functional tests were performed. The reported condition was confirmed. The root cause was not identified. Additional information: this issue is being investigated through a CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: after further investigation, it was found that the problem was not confirmed for the original reported condition of plastic particles detected in different compounded bags. The plastic particles were not detected in the different compounded bags. However, ink from the label print was found outside the fluid path. The root cause was not determined.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number.